Event description:
It was reported that a patient underwent a spine procedure on (B)(6) and suture was used. During the procedure the needle pulled off the suture. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatches2210968-2013-05750, 2210968-2013-05751, 2210968-2013-05752, and 2210968-2013-05753. The same patient is represented in each medwatch.